Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected off no power alarm noted. All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No button error alarm noted. Inspected lcd connector and no unlocked connector noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had off no power anomaly. It was reported that the customer had received button error. The customer's blood glucose level was reported to be 100.8mg/dl. It was reported that the pump would be replaced and returned for analysis.